Manufacturer narrative:
Product event summary: analysis found the cursor position did not coincide with the stylus pen; calibration was invalid. The bezel overlay assembly was found damaged.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.